Manufacturer narrative:
(B)(4). Insert reportability changed from not report able to a malfunction due to product investigation findings submitted on (B)(6) /2021. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device revealed the poly was worn. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The primary surgery was performed via tka on (B)(6) 2011. It was reported that the revision surgery was performed on (B)(6) 2020. The surgeon found that the screw of the explanted femoral stem¿s part loosened and worn. No further information is available.